Event description:
It was reported that one day post op a realize adjustable band procedure, the patient became obstructed and could not do barium swallow. The patient was given steroids to aid with any possible inflammation which did not help. There was no fluid in the band and all the pressure was taken out of the band. The band and port were removed and replaced with a competitor's band. The obstruction was resolved with the placement of the new band. Surgeon does not know why the obstruction occurred.

Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by contact.information unavailable, device not returned for analysis.